Event description:
A pt with an atrial septal defect, was scheduled to receive a 38mm asd device. The defect size was measured by tee and sizing balloon. The device was implanted; however, soon after detachment, the device migrated to the left ventricle. The pt was taken to the or for surgical removal of the device and repair of the defect. The pt was reported to be in stable condition with no post op complications.